Event description:
After completing the compounding of cefazolin 3 grams in 0.9 percent sodium chloride for ambulatory pump in an intravia 250 ml, product #2b8012, lot dr16f16013, foreign material was noticed.